Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise on the right atrial channel and oversensing on the right atrial and right ventricular channels. A defibrillator threshold test (dft) was performed in order to evaluate the patient. It was suspected that one of the root causes could be that the leads were epicardial. Additionally, a data issue was noted in the report of the episode, it was determined that this was due to programing of the device. Reprograming of the device was discussed. This device remains in service. No further adverse patient effects were reported.